Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred the day after the sensor was inserted into the arm. On (B)(6) 2024, an unspecified time after the sensor failure, the patient became disoriented. The reporter could not recall how much time elapsed between the sensor failure and when the patient became symptomatic. The reporter called ems (emergency medical services) and, in the meantime, treated the patient with cake icing. Once ems arrived, the patient¿s bg (blood glucose) meter reading was 40 mg/dl. The patient was treated with an unspecified IV by ems and transported to the ER (emergency room). There was no documentation on the treatment provided to the patient in the ER, or how long she was there. Due diligence attempts to contact the reporter for more information were attempted but not successful. The patient was still disoriented at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.